Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a hole in each cylinder; therefore, a surgical procedure was performed, during which all components were removed and replaced. No additional information was reported.